Event description:
The field service representative (fsr) reported that during preventative maintenance of the device, the bottom section of tube clamp doesn't open. It is "intermittent or sticky'. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint was confirmed by the field service representative (fsr).